Event description:
Healthcare professional reported a deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, yellow particles device inner surface and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening, wear abrasion and nicks others. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening, ad nicks others assessed as non-penetrating nick.

Event description:
Healthcare professional reported a deflation. The device has been explanted.